Manufacturer narrative:
Product analysis: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Eri was after explant.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced premature battery depletion. There was some unexpected behavior noted as the device was able to be reprogrammed and in doing so received a 1.5 year longevity estimation after it had triggered elective replacement indicator (eri). After a few minutes, they rechecked the device and were unable to re-interrogate the device and unable to get a battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.